Manufacturer narrative:
There is more information on the device evaluation. Correction being made to typo in h10. This supplemental report is being submitted to provide this information. Typo correction in h10 statement is original (not other) equipment manufacturer. Due diligence was executed for this event was executed. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. It is likely that the alcohol connector was damaged either due to strong impact, such as hit by something hard, or repeated strong stress to the connector was accumulated. User can detect the event by inspecting equipment in accordance with the following instructions for use statements: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Field service engineer (fse) went on site to repair the device. Fse replaced broken components as needed, including alcohol connector, push plate, and level sensors, to return the device to service. Fse verified operation of the device. Equipment repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, the device alcohol barb connector was broken. The device needed a push plate replacement as well. There is no reported harm to any patient.